Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with quality of vision. Clinical reason is patient intolerant to advanced technology intraocular lenses (atiol). The iol was exchanged for another model intra ocular lens 2 years 7 months 2 weeks 2 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).